Manufacturer narrative:
B5: the reporter indicated that a 12.1mm, vicmo12.1, -11.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was removed and replaced with a longer length lens within the same surgery due to low vault (reported as 100 um). This resolved the problem. Cause of event was unknown. H6: health effect- clinical code: 4581- significant reduction of iridocorneal angles. Claim#: (B)(4).

Manufacturer narrative:
B5:the reporter indicated that a 12.1mm, vicmo12.1, -11.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6)2020. The lens was later exchanged for a longer length lens due to low vault (reported as 100 um). This exchange resolved the problem. Cause of event was unknown. Claim#(B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -11.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was later exchanged for a longer length lens due to low vault (reported as 1000 um or 2 CT). This exchange resolved the problem. Cause of event was unknown.